Event description:
It was reported that the ilet screen became unresponsive, and the user regained normal function after restarting the ilet from the companion app. Symptoms included no reported clinical effects. Outcomes included no reported impact on the user¿s health or care. Investigation included customer service troubleshooting and education, which restored normal device operation without alarms. Investigation of this case revealed a transient user interface freeze that resolved with a restart, consistent with a momentary software or device state issue without persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-performed restart resolving a non-reproducible device behavior.

Manufacturer narrative:
Initial.